Manufacturer narrative:
On 10/07/2020, infutronix confirmed with the service provider that the affected device was never returned for evaluation, and therefore, no root cause could be established.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user:,"on (B)(6) 2019, (B)(4) forwarded an email from (B)(6) of (B)(6). (B)(6) emailed (B)(4). She stated that she had one pump that would not alarm occlusion when a clamp was on the tubing, resulting in a leak of medication." A device operator was a registered nurse. A patient was involved but not harmed. Note: this MDR is for the pump with the occlusion issue, and the associated MDR number for the leaking set is 3011581906-2020-00055.